Manufacturer narrative:
The device was returned for evaluation after the patient was reported to have expired. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
Related manufacturer reference number: 2017865-2021-18294, related manufacturer reference number: 2017865-2021-18296. It was reported that the patient deceased due to septic shock. The implantable cardioverter defibrillator, right ventricular (rv) lead, and right atrial (ra) lead were explanted at a crematory. It is unknown if the devices or leads caused or contributed to the patient death.